Event description:
According to the reporter: procedure: delayed left breast reconstruction with left latissimus dorsi myocutaneous flap and breast implant. During surgical procedure the medium surgiclip applier misfired. It was removed from the surgical field. Next clip was cocked slightly in the next clip stag area with black rod pressing against it but would not move on its own. It was accidentally freed when the handle got bumped. Thereafter it seemed to work fine. The clip applier essentially lacerated the vessel but this damage was controlled with another clip applier.